Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the system responded with green cable errors and was making noise during samples. The case was stopped, no patient consequence reported.